Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the bisector on the vasoview 7 xb would not work. A new kit was opened to complete the procedure. There were no patient effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(6), 2010, for investigation. A visual inspection revealed that there were no non-conformities with the device. The electrodes were somewhat bloody and had some signs of clinical use. A pre-cautery test was performed on the device with a reference generator and bipolar cable. The device passed the pre-cautery test; it produced energy and steam. Based upon these findings, the reported failure, "no power" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).